Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During the pre-repair assessment performed by the technician, it was noticed the coupling no longer works as intended. Components were fixed. Device was repaired and returned to the customer on (B)(6) 2012. Placeholder .

Event description:
Customer reported that the saw became loose (unscrewed) while sawing. This is report 1 of 1 for event# (B)(4).